Event description:
Per the clinic, an infection had developed at the eardrum and along the array, exposing the receiver/stimulator. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with another cochlear device as of the date of this report.